Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (monitor unable to power on) has been confirmed. As received, the monitor was unable to power on. The cause of the monitor not being able to power on was due to corrupt patient parameters. The root cause of the corrupt parameters cannot be positively identified. Once the monitor was reprogrammed, it was fully functional. No adverse event resulted from the defective monitor. The patient received a replacement monitor.

Event description:
A (B)(6) male patient called zoll customer support to report that his monitor was unable to power on. The patient was provided with a replacement monitor.